Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when the cables were connected with a known good sensor, the sensor stopped working after about 2 minutes. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity testing and it was found that the cable contact pin is not high enough which prevents the cable from fully engaging with the sensor contact trace resulting in an intermittent open connection on the red conductor between the cable and the sensor. When the intermittent connection was held in normal operation and then manipulated to "open" the connected instrument alarmed audibly and the "replace sensor" error message was displayed.